Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 11 mg/dl at the time of the incident. The customer went low after treating a high of 400 mg/dl by giving herself too much insulin. The customer has frequent highs and lows. The customer was given a shot or intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer was getting no delivery alarms due to a lot of scar tissue. Troubleshooting was not completed. The insulin pump will not be returned for analysis.